Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she received a failed battery test alarm and had air bubbles in the tubing. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's mother was unable to troubleshoot due to unavailability of the insulin pump at the time of call. The customer's mother was advised to clean the battery cap with cotton swab. The insulin pump will not be returned for analysis.